Event description:
The rptr is aware of a problem with this pump that he has seen on a number of occasions, when the cassette is filled by personnel who are not familiar with the product. If the pharmacist fails to thoroughly mix the medication with the ordered solution in the pouch (within the hard plastic cassette) and improperly primes the line, the line can be full of pure medicaiton, such as morphine, or only saline. This would temporarily overdose or underdose the pt. The rptr feels that the possibility of this occurrring should be ardressed in the literature.